Event description:
On or about (B)(6) 2015, patient underwent placement of the angiodynamics xcela port. The device was implanted by dr. (B)(6), m.d., at (B)(6) medical center in (B)(6) for the purpose of ongoing chemotherapy. On or about (B)(6) 2016, patient was seen at (B)(6), in (B)(6) for right upper extremity venous imaging with swelling in the right neck. Patient's right upper extremity venous duplex was positive for deep vein thrombosis involving the distal internal jugular vein and the mid subclavian vein. On or about (B)(6) 2016, the device was removed by dr. (B)(6), md at the (B)(6) in (B)(6). Manufacturer received this information on 02/27/25.

Manufacturer narrative:
Without product reference/batch # and return product, the manufacturer could not conduct neither product investigation nor documentary review. Therefore it is not possible to confirm the reported defect "thrombosis". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).